Manufacturer narrative:
H.6 investigation summary: one sample was returned to our quality team for evaluation. The product was visually inspected, no issues were observed on the adapter, however, small particles were observed inside the infusion bag and a crack was noted on the rubber stopper. As a lot number was unavailable for this incident, a device history record review could not be completed, and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. It is possible this crack on the infusion stopper could have resulted in the detachment of particles. Based on the limited information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h.10.

Event description:
It was reported that coring occurred before use with a infusion adapter c100j. The following information was provided by the initial reporter, "after preparing endoxan, fragment of coring was found in the infusion bag."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred before use with a infusion adapter c100j. The following information was provided by the initial reporter, "after preparing endoxan, fragment of coring was found in the infusion bag."